Manufacturer narrative:
(B)(4), concomitant medical products: architect i200sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Following an unsuccessful cavity integrity assessment (cia) test during an attempted novasure procedure, the physician did a hysteroscopy. A uterine perforation was seen and the procedure was abandoned. No treatment was needed for the perforation and the pt was discharged home. We have been unable to obtain additional info surrounding this event. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Event description:
The customer observes architect i2000sr analyzer error code 1007 (unable to process test, activated read failure) from time to time when reaction vessel (rv) lot 71550p100 was in use. The customer had already performed some troubleshooting procedures and requested maintenance. The customer was advised to replace the suspect lot of rvs and the problem was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.